Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarms noted during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error alarms anomaly complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unit passed all required test. Motor error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.